Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: during surgery, it appeared that the clips deployed correctly. Several hours later, post operative hemorrhage occurred. Laparotomy performed and blood removed. It was found that the clip had come off the cystic artery and the bleed was from the cystic artery stump. The artery was re-clipped. The patient required 11 units of blood and 6 weeks of re-cooperation.